Event description:
Event description guidant received this implantable cardioverter defibrillator (ICD) for having reached an eri battery status after 47 months of implant. No allegations were made against this ICD.